Event description:
Complainant alleged that while attempting to defibrillate a male patient, who was in ventricular fibrillation/ventricular tachycardia, the device failed to allow discharge. The device displayed "defib pad short" and self discharge afterwards. Subsequently, the attending nurse received an electrical shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Complainant did not indicate that there was any adverse effect to the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.